Manufacturer narrative:
The device was received without the adhesive pad. No blood was observed on the cannula, or reservoir. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding and bruising. As the device was received without adhesive pad, the reported event could not be determined. The exposed portion of the soft cannula was found to be flat. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 25 mmol/l (450 mg/dl). The patient reported bleeding from the insertion site (abdomen) after wearing the pod for between 25 and 36 hours. As treatment, a new pod was applied.